Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Although requested, additional information has not been received as of the submission date of this report. This report is for one trochanteric fixation nail. Part and lot numbers were not provided by the reporter. UDI is unavailable. The patient was scheduled for explant surgery on (B)(6) 2015; however, it has not been confirmed the surgery has been performed. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) helical blade cut out through the patient's femoral head. The surgeon stated that he is not surprised of this event because the patient is elderly and has very poor bone quality. The patient was scheduled for removal of the tfn and hemi-arthroplasty surgery on (B)(6) 2015. This report is for one unknown trochanteric fixation nail. This report is 2 of 2 for (B)(4).